Event description:
2 of 4 c-section patients using the #0-stratifix suture had a fascial dehiscence. (Note: fascial dehiscence is uncommon in healthy young women. Typical concerns would be those who are obese, smokers, etc. Neither of these patients was at higher risk for fascial dehiscence.)patient #1: repeat low transverse c-section, post operative post partum tubal ligation. The fascia was closed with 0-stratifix suture in a running fashion.pod1: incision c/d/I, non distended, appropriately tender, small amt serosanguinous drainage.pod2: incision: there is serosanguinous drainage on the steristrips and pad. The skin edges are well approximated. No induration by the incision. It does not look infected. There is probably a subcutaneous seroma or hematoma that is draining out of the incision. Observe. If the incision becomes infected, then will need to open it. Rn reported later in day that patient felt it was getting worse - tender to touch. Temp normal. The incision is intact; unable to express any fluid. There is diffuse swelling above the incision but no induration. It does not look infected. Started having reddened incision and edema around site last evening. Pod3: when patient stands, there is immediate drainage of more serosanguinous fluid. There is also a visible bulge of likely bowel contents more so left side greater than right. Concern for fascial dehiscence. Patient brought to the operating room. Immediately, there was noted a fascial dehiscence that extended from the middle of the fascial incision and extending all the way to the left lateral corner. The #0-stratifix suture had been entirely pulled out of the left corner of the fascia and it was still intact holding the right lateral portion of the fascial closure. No evidence of infection was noted. The fascia was then closed with double stranded 0-pds starting at the left corner meeting in the middle with another strand of double stranded 0-pds. Both strands were then met in the middle and tied separately from each other. The subcutaneous tissue was closed with a running suture of #3-0 plaingut suture after this layer was vigorously irrigated with warmed normal saline. The skin was closed with a running subcuticular stitch of 4-0 vicryl. A sterile dressing was applied. Patient #2: primary low transverse cesarian section. Fascia was closed with #-0-stratifix in a running fashion. The subcutaneous tissue did not require closure. No drainage or incisional issues on pod1 and pod2. Pod3: upon discharge planning for md noted asymmetrical bulge of left side of incision. CT confirmed suspected fascial dehiscence. Patient brought to or for laparotomy with repair of fascial dehiscence. There was complete dehiscence of the fascial incision from the midline to the left margin of the fascial incision. The bowel and omentum were protruding through this. The fascia was completely opened and the stratafix suture was completely removed. There was no tab on the end of the stratafix suture and 1/2 of the tab was found, free, at the left most margin lying on the surface of the fascia. The fascia was closed with double-stranded 0-looped pds suture. The subcutaneous tissue was closed with a running suture of 3-0 plain catgut. The skin was closed with a running subcuticular stitch of 4-0 vicryl. Steri-strips and a sterile dressing were applied. What was the original intended procedure?low transverse c-sectionsdevice #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no